Manufacturer narrative:
The complaint is inconclusive since no sample was returned for evaluation and no lot number was reported by the complainant therefore, a deeper investigation cannot be conducted. There have not been any changes in the manufacturing process that could have contributed to the reported issue. (B)(4).

Event description:
It was reported that the patient's skin has broken where the bag's drain valve rubs against the skin, leading to an infection and requiring treatment with antibiotics.